Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; no power with moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2017 with the following findings: review of the black box data revealed unexplained power on reset events. On examination, there was visible moisture behind the display lens. A battery cap was not returned with the pump; a test cap was used to complete the investigation. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Investigation did not duplicate the alleged ¿no power¿ issue but did confirmed moisture ingress. Moisture leakage was confirmed due to a crack in the battery compartment and through the audio bolus button; the audio bolus button cover was missing. The pump was opened for further investigation and revealed internal moisture on the interior components of the pump.